Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient fell in (B)(6) 2017 and landed on the right side of their body, where the implant is located. The patient noticed a sudden change in therapy benefit about a week after the fall, they started going to the bathroom more often, and they had increased stimulation but they were not feeling stimulation. The patient was redirected to their healthcare provider to have their implant and leads checked. No further complications were reported.